Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/10/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a cs 064 call service alarm. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated call service alarms. Evidence of the complaint was found in the black box data; however, the complaint was not duplicated. Unrelated to the complaint, the bolus button cover was observed to be punctured; however, the button responded properly to user presses. Additionally, the pump case was removed, and evidence of moisture ingress was found on the printed circuit board.